Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had many malfunctions. Customer's blood glucose value was unknown. Customer stated that the insulin pump had button errors, rejected batteries, reservoir was always breaking and piece was coming off, pump was rejecting batteries, pump was forcing rewind, there were no delivery alarms, it locked up and had no response. Insulin pump will not be returned for analysis.